Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent incisional hernia repair on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced total body itching, swelling and ¿allergic type¿ symptoms. No additional information was provided.